Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has a back up alternate method for continued insulin therapy.